Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The se upgraded the software to the latest revision, and no components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator display became blank. The patient was removed from the device. No patient harm was reported.